Event description:
The user facility reported for an automated impella controller (aic) the console had a broken purge clip. There was no report of patient harm or injury.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge assembly area confirmed a broken blue retainer. Before returning to customer, the purge disc retainer was replaced, the purge assembly was cleaned, and a functional check was performed. The failure mode will be monitored and trended. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.